Event description:
It was reported that during use of this suture hook in a shoulder arthroscopy, the tip of the device broke off in the surgical site and was retrieved with a grasper. An alternate suture hook was used to complete the procedure and there was no report of injury or surgical delay.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the device was received for evaluation without the detached tip. During a visual examination it was noted that the tip was detached at the weld. Further examination found the shaft of the device to be severely bent. A review of product history shows similarly reported problems related to excessive force applied during use. There are no reported injuries associated with this failure mode. The instructions for use (IFU) provides cautions: lateral stresses to the instrument should be avoided or device function may be compromised and unintentional patient injury may result. Mechanical shock or over stressing of the instrument may shorten the life of the instrument. An investigation for this failure mode remains in process.